Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was not released by the medical facility.